Event description:
It was reported that the promus stent was unable to cross to the lesion. No adverse patient effects were reported. No additional information was provided. Returned device analysis revealed a proximal shaft separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned stent delivery system (sds) found no blood or contrast visible. The protective sheath was returned over the stent/balloon with the stylet still in the guide wire lumen. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The analysis revealed that the hypotube, including the jacket material separated. There were also multiple kinks noted throughout the hypotube. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Additionally, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). In this case, as there was no damage reported during inspection prior to use and nothing reported regarding a separation or kink damage, this suggests that the damage to the hypotube may have occurred during or after the procedure. Attempts were made to obtain clarification from the account regarding the condition of the returned device, as well as the lesion characteristics; however, no additional information was available. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Although no patient anatomical information was available, the failure to advance is not generally associated with a product quality deficiency and was likely due to an interaction with the lesion. It is possible for resistance with the lesion to cause the hypotube to kink and eventually fracture/separate. Further handling after the procedure as the device is packaged for shipment back to abbott vascular for analysis can also contribute to a separation and kinks. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Although a conclusive cause cannot be determined, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specification, the profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during the manufacturing process. Additionally, all products are 100% visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other shaft separations reported from this lot. There is no indication of a product quality deficiency.